Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files. Quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The cse did not identify any mechanical issues with instrument. The cause of the discordant, falsely elevated prge result is unknown. The instrument is operating within manufacturing specifications.

Event description:
A discordant, falsely elevated progesterone (prge) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prge result.